Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that (B)(6) 2013, upon sensor removal, due to early sensor shutoff, patient was under the impression that her sensor wire was shorter than expected. Patient does not feel anything under her skin. Patient does not believe that wire I under her skin. Patient has not sought medical intervention. At the time of his call to dexcom technical support patient was feeling well.